Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released, and was taken out together with the delivery rod after depressing the button. The plug did not fall out of the exoseal vcd shaft upon removal but was found to be partially deployed and partially out of the shaft. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd, and the device was stored and prepped per the IFU. There were no visible signs of device or package damage prior to use. At the puncture femoral site, angiography verified the suitability of the femoral artery, including an insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel diameter was verified to be =5mm, with no visible calcium/plaque, no vessel tortuosity, no nearby stent, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The vessel near the puncture site exhibited stenosis >50%, and the target site had not been closed with any closure device or manual compression within the past 30 days. Hemostasis was achieved via manual compression. The deployment button was fully depressed and flushed against the handle. Approximately 1-2 seconds after depressing the deployment button, the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient. Upon removal of the device, it was noted that the plug was taken out together with the device. The plug was not fully inside the shaft. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released and was taken out together with the delivery rod after depressing the button. The plug did not fall out of the exoseal vcd shaft upon removal but was found to be partially deployed and partially out of the shaft. Hemostasis was achieved via manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd, and the device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. At the puncture femoral site, angiography verified the suitability of the femoral artery, including an insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel diameter was verified to be =5mm, with no visible calcium/plaque, no vessel tortuosity, no nearby stent, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The vessel near the puncture site exhibited stenosis >50%, and the target site had not been closed with any closure device or manual compression within the past 30 days. The deployment button was fully depressed and flushed against the handle. Approximately 1-2 seconds after depressing the deployment button, the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient. Upon removal of the device, it was noted that the plug was taken out together with the device. The plug was not fully inside the shaft. One non-sterile vascular closure device 7f - us unit was received for analysis inside a bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the deployment lever/button on the device was fully pressed, and the plug was partially deployed in the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner diameter was measured and compared. The measurement was taken at the distal tip end of the component. The results were within specification. The functional analysis could not be performed since the unit was partially deployed and with dried blood residues. However, it was confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. No microscopic analysis was conducted, as the required tests were covered by the functional analysis. The reported event by the customer as ¿vascular closure device (vcd) ¿ deployment difficulty - partial deployment¿ was confirmed, as the received unit was partially deployed. Analysis confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, the trigger was properly engaged with the left case slot, and the inner diameter of the delivery shaft distal tip end was within specification. No obvious indications of manufacturing defects or anomalies were identified that could have led to the reported event. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis does not indicate that the failure was related to the manufacturing process, and no corrective or preventive actions will be taken.